Manufacturer narrative:
A device deficiency was not identified, and the root cause of the reported event could not be determined since the device was not returned for evaluation. A review of device records showed there were no indications to suggest that the product did not meet manufacturing specifications upon release for distribution. A complaint history review found similar reported events. A risk management review found that the reported failure and/or harm was documented appropriately, and there were no indications to suggest the anticipated risk is not adequate. A review of the material specifications found that tensile strength specifications are established. Also, certificate of analysis is required with each shipment. Please refer to the instructions for use for precautions and warnings related to the use of the device. No containment or corrective actions are recommended at this time. If the product associated with this event is returned at a future date, this investigation will be reopened for evaluation.

Event description:
It was reported that during an arthroscopy, the multifix s-ultra anchor was broken. The procedure was completed with a surgical delay of less than 30 minutes using a smith and nephew back up device. No further complications were reported.

Manufacturer narrative:
Internal complaint reference number: case (B)(4).

Manufacturer narrative:
H11: h3, h6: part of the device, used in treatment, was received for evaluation. A visual evaluation showed the device was returned with original packaging with the batch number of the complaint on the label. The distal body anchor was not returned. The sleeve and proximal screw were returned on the device with no defect. The tip of the insertion device has been broken from the device. Bio debris is present. A functional evaluation showed the black end cap cannot rotate the tip due to its damaged condition. The white knob is locked. A material assessment could not be performed due to the part not being returned for evaluation. A review of device records showed there were no indications to suggest that the product did not meet manufacturing specifications upon release for distribution. A complaint history review found similar reported events. A risk management review found that the reported failure and/or harm was documented appropriately, and there were no indications to suggest the anticipated risk is not adequate. A review of the material specifications found that tensile strength specifications are established. Also, certificate of analysis is required with each shipment. A definitive root cause for the reported issue could not be determined. Factors that could have contributed to the damaged tip include procedural variance, or deviations from established protocols, increasing risks and leading to unintended consequences (misalignment of inserter handle or excessive force). Based on this investigation, there is no evidence to suggest a design, material or manufacturing issue. Therefore, the need for corrective action is not indicated.